Manufacturer narrative:
Customer was advised that the viridia m3 patient monitor has been end of life (eol) since 31-december-2014.

Event description:
The customer reported that "the alarms do not sound". No death or patient / user injury or harm was reported.